Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service territory manager (stm) that discovered the unit to have failed the battery test, replaced the batteries. The iabp was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. The full name of the initial reporter named in (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6). The full name of the event site name is (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery test. There was no patient involved; thus, no adverse event reported.